Event description:
According to the customer: shortly after starting the procedure there was a blood leakage at the bottom of the oxygenator (pressure relief valve). (B)(4).

Manufacturer narrative:
The product in question was tested for its tightness in the laboratory of the manufacturer. A leakage at the gas outlet port was confirmed during investigation. By further examining the products gas exchange fibers pur delamination was confirmed which is a known failure to mcp and is thoroughly investigated under CAPA (B)(4). The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # 2014-12-11). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers.

Event description:
(B)(4).

Manufacturer narrative:
The product was not yet received back for manufacturer's investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k): k101153.